Manufacturer narrative:
Age at time of event : 18 years or older device is a combination product. (B)(4). Device evaluated by MFR. :the stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found the stent damaged with struts severely bunched from the proximal side towards the midsection of the stent, exposing the balloon wall for approximately 15mm. Distal side of stent shows no signs of damage. The crimped stent od (outer diameter) of the undamaged distal side was measured and is within specification. Based on the complaint report and the analysis performed, the damage noted may have occurred during withdrawal attempts through a tortuous lesion. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. Crimp markings are evident on the exposed part of the balloon wall indicating crimp contact between the coated stent and balloon. The bumper tip of the device showed signs of damage to the distal edge of the tip. This type of damage is consistent with resistance being encountered on advancement of the stent delivery catheter to the lesion site. A visual and tactile examination found several hypotube kinks and the shaft itself was broken at approximately 183mm distal from the strain relief. The break most likely occurred due to the application of excessive force which may have initially kinked the device and then resulted in the hypotube breaking. A visual and tactile examination of the outer and mid-shaft section found no issues. The inner lumen and bi-component bond showed no signs of damage or strain. No other issues were identified during product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 09-feb-2017 it was reported that crossing difficulties were encountered.   Vascular access was obtained via the femoral artery. The target lesion was located in the severely tortuous and moderately calcified coronary artery. A 2.75x38mm promus element ¿ long drug eluting stent was advanced but failed to cross the lesion despite repeated attempts. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed stent damage and hypotube break.